Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but erratic, calibration was out at the 0 reading, and the head and control bar had gouges and the head, control boar, reciprocating arm, switch, plug harness assembly, bearings and motor were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device is not working properly during testing. There was no harm or delay or alternate contact. Investigation found the rpms were within specification but erratic. No adverse event was reported as a result of this malfunction.